Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 596 mg/dl. During the call, the insulin pump was alarming and re-starting. Troubleshooting could not be done. Advised the customer that the insulin pump would need to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.